Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination of right ventricular (rv) lead, it was noted that there were several high ventricular rate (hvr) episodes due to lead noise. Noise could be reproduced anytime by raising arm over the head. Programming changes were made but noise was still persistent. Patient was feeling dizziness as patient was pacer dependent. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.